Event description:
Follow- up information provided: the patient had ipg replaced on (B)(6) 2018. Therapy was confirmed. Issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site (described by the patient as burning/stinging sensation) approximately 2 months ago . Reportedly, the issue resolved with recharging. Surgical intervention is pending as the next course of action to address the issue.